Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the malfunction is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the halogen light source, which is an olympus asset with no reported complaint. During the evaluation of the device, burnt-out bulb was observed. The service repair technician assessed the condition and determined that the damage was most likely due to high-energy instruments (such as high-frequency devices) were used without maintaining sufficient distance from the tip. There was no patient involvement.